Event description:
Angioplasty procedure was performed to treat the vessel occlusion in the left middle cerebral artery (lmca). However, the vessel remained occluded. The patient expired 23 hours after the procedure. The cause of death was an "acute lmca occlusion with infarction and hemorrhage due to thromboembolism due to metastatic colon cancer".

Manufacturer narrative:
(Other): for no allegation of device malfunction or non conformance.